Manufacturer narrative:
The actual sample was received contaminated with a solution bag connected. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the returned sample and due to the nature of the reported problem no additional testing could be performed. Therefore, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent secondary medication set leaked where the spike was connected to an unknown intravenous (IV) solution bag. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.